Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The shock cushion had moved forward in the handle and was impeding the handle from closing properly. The 6-inch transitional teeth were worn and needed to be replaced. The shock cushion worn, and the adjustment wrench had worn threads. The device history record review was unable to be completed as the provided serial number # (B)(6) does not appear to be a valid integra identification number for product a2101. The device was manufactured in 2010. The reported complaint was confirmed via inspection of the unit. The returned unit did not meet all specific functional tests. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a2101 mayfield ultra base unit was not locking. There was no known patient injury or delay in surgery.